Event description:
A customer contacted beckman coulter inc., regarding an erroneously high troponin (accu tni) result that was generated by the unicel dxl 800 access immunoassay system for a single pt. A pt sample was tested for accu tni and a result of 6.46ng/ml was obtained. The result was reported out of the lab. The sample was re-tested and the repeated result was 0.01ng/ml. A fresh sample was collected from the pt and an initial result was 0.01 ng/ml and 0.02ng/ml upon repeat. The customer re-tested the original sample once more and accu tni result was 0.00ng/ml. No death, serious injury, or changes to pt treatment have occurred in conjunction with this event.

Manufacturer narrative:
Qc was within specifications before and after the event. A system check performed following the event passed within specifications. Based on available info, the aspirate probes had been changed the previous week. The samples were collected in lithium heparin tubes with gel and centrifuged at 3,300 rpm for 10 minutes. The specimens were tested from the primary tubes and the sample was not re-centrifuged prior to repeat testing. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventative maintenance (pm) to the instrument. The fse found clots in the filter associated with the fluidics drawer and replaced. Per fse, dispense probe 1 had a dispense probe 2 in it. The dispense probe in position one was corrected. The fse performed diagnostic testing and qc, and all results met specifications. The fse discussed pre-analytical factor with customer. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.